Manufacturer narrative:
Initial and final MDR 1915870 - MDR 8021545-2024-02218 - device 1 of 2 e1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced two infusion set tape not sticking event on 18-jun-2024. No further information available.